Manufacturer narrative:
Batch review performed on 07-feb-2020: lot 186078: (B)(4) items manufactured and released on 02-nov-2018. Expiration date: 2023-10-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event . Clinical evaluation performed by medical affairs manager: one year after cemented total knee arthroplasty, the patient reported pain and instability. The insert was exchanged to a thicker one. The developmental instability is a rather commonly described possible complication following tka, because soft tissue may stretch and provide insufficient stability. It is therefore common practice to resort to a thicker insert and recreate soft tissue tension. A secondary patellar resurfacing should not be considered a failure: sometimes surgeons prefer to postpone patella arthroplasty in order to preserve maximum quantity of bone and reduce trauma, and proceed to treat only in case of persistent anterior pain.

Event description:
Revision surgery performed due to anterior knee pain and instability 14 days after primary. The bearing was exchanged with a 14mm inlay and the patella was resurfaced.